Event description:
It was reported the patient showed withdrawal symptoms and underdose symptoms for "at least one day". The patient and their caregiver also reported hearing a critical alarm several times. The alarms were not initially confirmed by the hospital team (logs were checked and no detection of alarms was visible). The patient went to the hospital, and breakage in the path was discovered via x-rays. It was initially reported there was a clear break in the spinal segment of the catheter but conflicting information received reported a break in the proximal segment (about half way). The cause of the catheter break was not determined. The hcp decided to replace the catheter and to reassure the patient, the pump was also replaced (date of procedure; (B)(6) 2015). It was noted the pump "beeped" a few times when they took it out. A critical alarm was heard a number of times immediately after the procedure. "The nurse kept the pump in her room and said after the procedure no alarms were heard anymore". Received logs indicated a low reservoir alarm occurred on (B)(6) 2015; this date was after the explant. The pump was used to deliver compounded baclofen. The patient fully recovered following the procedure.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot # unknown) found no significant anomaly. The catheter was returned incomplete/in segments, but acceptable to test. (B)(4)

Event description:
Additional information received reported the reason for the catheter revision was a "completely broken catheter". The breakage was clearly visible on the x-ray. The patient experienced a "mild withdrawal syndrome, slight increase in spasticity, sweating etc." That could be controlled with oral medication. The patient was doing fine and the symptoms disappeared quickly.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the catheter revision was a "completely broken catheter". The breakage was clearly visible on the x-ray. The patient experienced a "mild withdrawal syndrome, slight increase in spasticity, sweating etc." That could not be controlled with oral medication. The patient was doing fine and the symptoms disappeared quickly.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.